Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). Undersensing was also noted on the right atrial (ra) lead. The crt-d and lead remain in use. No further patient complications have been reported as a result of this event.